Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset occurred on (B)(6) 2016. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por). The patient went to the hospital for follow up and device interrogation. The ICD remains in use. No patient complications have been reported as a result of this event.